Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, rep met with patient and observed that her programmer will not communicate with her ipg. Patient said that she turned her stimulator off a week ago, because they weren't feeling well. When patient tried to turn it back on, there was no communication with charger. A replacement charger was sent to the patient. On (B)(6) 2010, the patient had a revision where the old ipg was explanted, discarded by the hospital during the surgery and replaced with a new ipg.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.